Event description:
It was reported that the patient passed away while connected to the ventilator. According to the patient's wife, the ventilator did not have an audible alarm and continued to ventilate the patient when the reported event occurred. According to the patient's wife, the ventilator caused the death.

Manufacturer narrative:
Na